Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the article as specific patients could not be identified. Pt gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Gatzinsky, k., baardsen, r., buschman, h.p. Evaluation of the effectiveness of percutaneous octapolar leads in pain treatment with spinal cord stimulation of patients with failed back surgery syndrome during a 1-year follow-up: a prospective multicenter international study. Pain practice: the official journal of world institute of pain. 2016. Doi:10.1111/papr.12478. Summary: to evaluate the effectiveness and safety of percutaneous octapolar (8-contact) leads in spinal cord stimulation (scs) treatment of failed back surgery syndrome (fbss) patients who have not reached their therapy goals with other treatment interventions. Reported events: approx 2 patients with spinal cord stimulation (scs) for failed back surgery syndrome (fbss) experienced an implant site infection; approx 5 patients with scs for fbss experienced lead migration requiring revision; approx 2 patients with scs for fbss experienced a lack of effect and had their scs systems explanted; approx 2 patients with scs for fbss experienced some form of non-scs related trauma leading to the scs system being explanted; a patient with scs for fbss had their implantable neurostimulator (ins) removed due to unpleasant paresthesia; a patient with scs for fbss experienced lead damage that required revision; a patient with scs for fbss underwent repositioning of the lead. The cause of this repositioning remains unclear; approx 1 patient with scs for fbss experienced lead migration, but did not undergo lead revision; approx 3 patients with scs for fbss experienced extension damage; approx 2 patients with scs for fbss experienced premature battery depletion; a patient with scs for fbss experienced ¿implant breakage.¿ it was reported that patients were implanted with 1-2 model 3877 or 3878 leads and either a model 7427v, 37702, 37712, 37713, or 37714 neurostimulators. However, it was not possible to ascertain any additional specific device information (i.e. Device serial/lot numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.